Manufacturer narrative:
The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. There is no evidence to suggest a malfunction of the device.

Event description:
There was an allegation of questionable potassium electrode results for 1 patient sample on a cobas 6000 c501 module. The initial result was 5.34, and the repeated result was 4.36. The unit of measure was not provided. The sample was repeated because the initial sodium and chloride results were high. The customer has a set rule to automatically repeat high sodium and chloride results.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The electrode lot number and expiration date were not provided. The investigation is ongoing.